Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report: 1627487-2013-04059, reference MFR report: 1627487-2013-04060, reference MFR report: 1627487-2013-04061, reference MFR report: 1627487-2013-04062. It was reported the pt had unwanted stimulation on his head, and in his leg. Reprogramming was unable to resolve the stimulation issue. In addition, the pt reported a burning sensation at the extension site. Further investigation found the pt was experiencing heating at the ipg site while charging. The sjm representative met with the pt and provided charging recommendations, which was reported to resolve the heating issue. The pt also reported intermittent shocking sensations at the extension site. X-rays did not reveal obvious anomalies. It was reported the shocking sensations were present whether the stimulation was turned on or off. The pt reported the issue made his legs feel as if they go out from underneath him. During follow up it was reported the pt only had warming at the ipg pocket, not heating. It was reported reprogramming would be attempted at a future date.